Event description:
It was reported that the patient was charging the implantable pulse generator (ipg) for longer periods of time. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred over a year prior to the date the manufacturer became aware.